Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Analyst comments noted that the lead was returned with the helix fully extended. The helix was retracted without difficulty and then the helix testing was performed. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that during the implant procedure the physician had fixed the lead in the ra (right atrium) appendage but was unhappy with a high pacing thresholds. The physician then decided to reposition the lead. The lead was placed in a new position however the physician was unable to deploy the helix. It was noted that the physician did twenty-five turns. The lead was then removed and inspected outside the patient body and the helix was still unable to be extended. A different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.